Manufacturer narrative:
No button error alarm was noted on the device; however, the unit had intermittent button response due to moisture damage on the keypad traces. The pump was received with normal operating currents, and no unexpected failed battery test alarm was noted. The pump also had minor scratches on the display window, a cracked reservoir tube lip, and a cracked reservoir tube. (B)(4).

Event description:
Customer reported via phone call that her insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 250 mg/dl. The customer stated that she suspended the pump to resume. Troubleshooting was initiated for the button error alarm, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.